Event description:
A caller reported a malfunction in the tandem source pump, specifically a malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appears again.